Event description:
It was reported that "shortly" after the battery of the external pulse generator(epg) is replaced, "the battery is drained of all power." The epg will be returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that "shortly" after the battery of the external pulse generator (epg) is replaced, "the battery is drained of all power." The epg will be returned for repair. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the generator had been returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event of current drain due to device would not power up, it was confirmed that one control knob was missing. It was also noted that the upper and lower cases were broken, both bail covers were broken, the lead flex cover was broken, the battery contacts were compressed, the keyboard was scratched, the display was corroded, the main printed circuit board was corroded and the battery flex was corroded. (B)(4).